Event description:
The facility rep reported the flo-gard infusion pump failed the downstream occlusion test three times. Info was not provided regarding whether or not the problem occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hospital rep stated that there were no reports of injury or medical intervention. No add'l info is available.

Manufacturer narrative:
The device has not yet been received for eval. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval, or if add'l info becomes available.